Manufacturer narrative:
It was reported that revision surgery was performed due to the patient suffering from a broken insert. The affected journey articular insert, used in treatment, was not returned for evaluation. However, picture was provided which confirmed the stated failure. As device information was not made available, device history record review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Review of the instructions for use and risk management files identified the reported failure as potential adverse events. Possible causes could include but not limited to traumatic injury or user/procedural variance. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that revision surgery was performed due to the patient suffering from a broken insert.